Event description:
Driver would spin in augment screw and not tighten.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device not returned for evaluation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been (B)(4) other event for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
Driver would spin in augment screw and not tighten.